Manufacturer narrative:
The patient specimen was collected in a 5ml edta vacutainer tube and sampled within less than 2 hours of collection. The instrument is currently within qc specifications with respect to controls (accuracy) and repeatability (precision). Controls were run before and after the cf event, all recovered within assay limits. Raw data analysis was performed and the following observation was made: the first population of the wbc histogram has a peak channel (20) which is typical of a lymphocyte. In addition, the wbc histogram does not exhibit any of the typical nrbc patterns in the front of the wbc histogram. These characteristics are the typical indicators that enable the algorithm to correctly classify the nrbc population. For this specimen run, the algorithm did not detect the nrbc population as it exhibited typical characteristics of a lymphocyte population. Service was not dispatched. Root cause determined by algorithm is due to the algorithm not been able to detect the nrbc population as it exhibited typical characteristics of a lymphocyte population.

Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous low nrbc with instrument (coulter lh 780) generated flags. The erroneous results were not reported out of the lab; as the operator was alerted to review the results and perform a manual differential due to flagging on other parameters of the patient results. A manual differential was performed nrbc were identified on the smear and the wbc results corrected. The manual results were deemed to be the correct results and were reported out of the lab. No death or change to patient treatment is associated with this cf.